Event description:
It was reported while using an unspecified bd eclipse¿ needle, an unspecified number of needlestick injuries occurred. There was no further health impact or consequences reported. Reported verbatim, "we unfortunately have had a couple of staff sustain a needle stick injury over the preceding few months. Please can I ask do you offer guidance/advice as to how to employ the safety shield having taken blood ¿ should this be closed with your hand, use a sharps bin to close the needle?"

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device catalog #: unknown d4. Medical device lot#: unknown d4. Medical device expiration date: unknown d4. Unique identifier (UDI) #: unknown h4. Device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using an unspecified bd eclipse¿ needle, an unspecified number of needlestick injuries occurred. There was no further health impact or consequences reported. Reported verbatim, "we unfortunately have had a couple of staff sustain a needle stick injury over the preceding few months. Please can I ask do you offer guidance/advice as to how to employ the safety shield having taken blood ¿ should this be closed with your hand, use a sharps bin to close the needle?"